Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump rewind properly. No pump error 43 alarm during testing. Pump received with normal operating currents. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records before the event date of 27-mar-2025. In further analysis of the pump history found pump error 43 alarm on 06/20/2025 at 17:18:41.000 followed by pump error 41 alarm on 06/20/2025 at 17:18:42.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked down button keypad overlay and scratched case during the visual inspection. Customer alleged not confirmed for battery loss and rewind anomaly. Pump error 43 and 41 alarm confirmed in the pump history, problem isolated to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor). Customer also mentioned that the pump asked to rewind and change the battery. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.